Event description:
Vaginal bleeding; hydrosalpinx of the right (fallopian) tube; multiple degenerating cysts of the right ovary; multiple adhesion between right ovary, omentum, and the top of the vaginal cuff; piece of plastic found in vaginal. A female pt (age and initials unk) who underwent a hysterectomy in 2003 during which seprafilm was placed (number of sheets and location unk). Two years status post hysterectomy, the pt was brought in with vaginal bleeding. Granulation tissue at the top of the vaginal felt to be a stitch granuloma was initially tried to be removed vaginally in 2004 but the to continued to have vaginal bleeding. On 31-jan-2006, the pt was brought in for a combined approach laparscopy and found to have hydrosalpinx of the right (fallopian) tube with multiple degenerating cysts of the right ovary and multiple adhesion between that, the omentum, and top of the vaginal cuff. Additionally during the procedure, a piece of plastic measuring 8.5 x 3.7 x 0.1 cm was found in the area around the vaginal cuff. The plastic was removed and the area repaired. The pt tolerated the procedure well. The reporter stated that a review of ths physican properties of the plastic removed from the pt was found to be similar to a portion of the holder that is used to apply and protect the adhesion barrier (seprafilm) in the packaging. The reporter felt that in the case, it was possible that the holder was left in the pt rather than removing it per manufacturer instructions. No further details regarding the surgery or pt outcome were provided. The reporting health care professional did not ptovide an assessment of the relationship of the events to the use of seprafilm. Manufacturer's comment: no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an evaluation or lot history review. Additional information was received april-2006 from the hosp risk manager who provided the initial report to FDA. The risk manager stated that she believes that same surgeon had performed both the original hysterectomy procedure as well as the re-operative procedure which revealed the piece of plastic in the vaginal cuff area and led to its removal. The risk manager stated that "they were absolutely certain seprafilm had been used in the initial procedure." She also stated that there were originally plans to do testing on the retained piece of plastic however; once it had been removed from the pt it had been placed in formaldehyde for a perios of plastic however; once it had been removed from the ot it had been placed in formaldehyde for a period of time and therefore no testing was performed. She confimred that only a physical examination of the pice of plastic was completed and it was concluded from that, that the plastic in the pt was similar to the plastic holder used in seprafilm placement.